Manufacturer narrative:
Complainant name: (B)(6) hospital. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified artery below the knee (btk). A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure for 5 minutes and revealed no burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified artery below the knee (btk). A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.